Manufacturer narrative:
B4

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no additional information provided. There was no reported adverse impact reported to the customer¿s blood glucose level.